Event description:
The user discovered questionable parathyroid hormone (parathormone, parathyrin)-pth, intact results for one patient when a doctor complained the pth values were variable while the patient was being monitored. The patient had "parathyroid grand surgery" in (B)(6) 2011 on all four parathyroid glands. The doctor sent pth requests five times after the surgery with the following results: (B)(6) 2011: 60.9 pg/ml. (B)(6) 2011: 4311 pg/ml. (B)(6) 2011: 285 pg/ml. (B)(6) 2011: 2687 pg/ml. 01/04/2012: 83.1 pg/ml. The doctor did not believe the second and fourth results as they were too high. He suspected the laboratory gave the wrong results. The doctor did not give the patient any treatment due to the results and the patient was not adversely affected. The pth reagent lot number was 164137 with an expiration date of 11/29/2012.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. No reagent issue or instrument issue was obvious; however complete calibration and qc data were not provided for the whole time of all sample measurements. No sample material was available for further investigation.